Event description:
A healthcare facility reported kinked tubing during surgery that lead to an occlusion. The tubing had to be changed to complete the procedure. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of three complaints reported for this issue. This is one of two complaints for the finish goods lot for this issue. The order was built and released per spec. The customer did not retain a sample for this complaint report visual inspect or functional testing could not be conducted. It was indicated that the customer received a trayless version of the device per the lot number. The root cause of the customer's complaint is not known, a sample was not returned for this event. (B)(4).